Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to moisture damage force sensor resistor. The device passed motor test during testing and it functioned properly during the displacement test. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm during bolus the reported blood glucose level was 362 mg/dl. The customer also reported that only half a dose of insulin was delivered. It was also reported that the customer was wearing insulin pump during a dental x-ray. The customer was advised to disconnect from the insulin pump. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.